Event description:
As reported by the edwards lifesciences affiliate in japan, edwards received notification of a pascal precision ace procedure in mitral position where air was observed intra-procedure. There were no issues during device preparation. The patient was under general anesthesia. Saline drips/pressure monitoring devices were attached to the steerable catheter after the implant system was inserted and closed. Immediately after initiation of air purging from the guide sheath, st elevation was observed, accompanied by right-sided cardiac distension and hypotension, and air ingress was suspected. The patient recovered following cardiac massage and administration of osmin, and the procedure was continued. Optimal regurgitation reduction (moderate or less) was achieved. The patient's final outcome was recovered. According to the echocardiographer, it was noted that the amount of air appeared greater than usual.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and both devices passed all manufacturing and sterilization inspections. No nonconformance related to the complaint event was identified. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with empirical evidence based on information provided. Potential root causes for the presence of air may include: air from an alternative non-pascal device, omission of a flushing/de-airing step and/or improper stopcock/syringe technique. However, a true root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.